Event description:
It was reported that the patient had inadequate pain relief and the patient was mostly getting undesired abdominal stimulation. The patient underwent a revision procedure wherein two new leads were added. No device malfunction was suspected. The patient was doing well postoperatively. Nothing was explanted.